Manufacturer narrative:
(B)(4). Customer states insufflation tubing will not allow co2 to flow through. Surgery was delayed while replacement tubing was located. This incident occurred several times. (B)(4).

Event description:
Customer states no air flow through the tubing. Pressure not adequate for surgery. Replaced tubing multiple times, delays.